Manufacturer narrative:
Reportable malfunction with inomax dsir ds20130011 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the united states called mallinckrodt customer care to report a delivery failure with inomax dsir ds20130011. The device was not in use on a patient when the issue occurred. No impact or patient harm was reported. Inomax ds20130011 was removed from service and returned to the company for service evaluation. On 06-jun-2019, an internal employee performed a routine service log review for inomax dsir ds20130011 and discovered a delivery failure alarm due to apparent ipl failure. This service log finding meets the criteria of a reportable malfunction.